Manufacturer narrative:
One quadripolar, bi-directional, curve d-d, flexability sensor enabled ablation catheter was received for evaluation. A fracture was noted in the shaft proximal to electrode 4. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a fractured catheter shaft.